Event description:
Our rep is reporting to us that the surgeon experienced a series of events that added 1 hour onto the procedure time. The pt was undergoing an arthroscopic acl repair: the surgeon was using an intrafix screw and sheath for tibial fixation; somehow the sheath was pushed through the tibial tunnel and emerged in the joint space. Pliers were used to remove the sheath; another sheath was used to complete the tibial fixation. For the femoral side, the surgeon chose rigidfix for fixation. Somehow, one of the 2 cross pins missed the graft; the surgeon drilled a 3rd bone hole without the aid of the guide frame, drilled free hand, and felt that this 3rd pin did find its way into the graft. The surgeon was not able to retrieve the pin that did not fixate, and so left it unsecured in its original bone hole. The procedure was concluded successfully without further issue or harm to the pt. The rep states that the surgeon told him that this is the 2nd time that this exact experience happened; he did not have dates or times. Also see associated mdrs 1221934-2011-00202, 1221934-2011-00203 and 1221934-2011-00204.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had, and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.